Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer (fse) troubleshot and found that the cable from the communication sled had come loose at the docking board. The cable was reseated, and the device was rebooted. After rebooting, all hardware was detected and functioning properly. Testing confirmed that all hardware was working as expected after the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer had failed to open and not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.